Manufacturer narrative:
(B)(4). Batch # n55z3c: did the device deliver any staples? Yes 1st and or 2nd reload functioned fine. 3rd reload didn¿t. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Yes. When the stapler jammed, was there any difficulty opening the device? Did not attempt to open device. If yes, how was the device removed from the patient? Easily because jaws were closed. If yes, did the jaws eventually open? Did not attempt to open locked jaws. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45m partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopy procedure, on the third firing the device jammed. It was unknown if the device cut or how it was removed. No other information was available at the time of the call. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.